Event description:
It was reported during an unknown procedure that a clip fell in the blister pack from the applier, the device was not used. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Anti-back-up and feedbar. Evaluation summary: no conclusion could be reached as to what may have caused the reported event. The analysis results for the instrument found that it was returned out of its sterile package. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument, the antibackup teeth were noted to be worn out, the lockout spring was noted to be out of position and the feedbar was noted to be bent. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.